Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and hyperglycemia. No lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Living with diabetes. Chapter 13 / page 176. Hyperglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 575 mg/dl, while wearing the pod between 36 and 48 hours on the abdomen. Before going to the emergency room, the patient tried giving herself correction boluses. When the boluses, did not work, the patient was taken to the emergency room to seek treatment. At the hospital, a IV (intravenous) drip with saline was given, as well as a manual injection of 10 units, with diagnostic tests conducted. The patient was also given sprite to elevate their bg levels. When patient arrived back home, she replaced the pod.